Event description:
Pt was implanted with matrix mandible plates and screws for a bilateral mandible fracture on an unk date. Post-operatively, the pt developed an infection on one side of his mandible. Pt was returned to the operating room on (B)(6) 2012, for revision. During revision surgery, the surgeon found all fractures were healed. The surgeon removed two plates and ten screws and did not add any new hardware to the pt. Reportedly the pt was non-compliant post-operative, not coming in for his follow-up appointments. This is 5 of 12 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.